Manufacturer narrative:
A device sample is anticipated, but has not yet been received for evaluation. A follow-up report will be submitted upon completion of the evaluation or if any additional information becomes available.

Event description:
A dialysis center nurse reported a leak at the roller clamp of a transfer set. No patient injury or medical intervention reported. No additional information available.